Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Hold for ljbp 4.8.2020it was reported that the basal iq feature did not suspend insulin when expected. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.